Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "patterns of osteolysis around total hip components inserted with and without cement" written by bernard zicat, md, charles a. Engh, md, and eric gokcen, md published by the journal of bone and joint surgery was reviewed. The article's purpose was to compare the patterns of osteolysis around cemented acetabular implants with the osteolytic patterns around components fixed without cement. Data was compiled from two groups: group a 63 patients with age ranging 24-85 years with cemented cups and monoblock aml stems and group b 74 patients with age ranging 16-79 years with uncemented cups and monoblock aml stems. Article implies the cups were metal with poly liner and associates osteolysis with poly particulate debris due to liner wear. The article does not identify which depuy platforms were used for acetabular cups. The article does not discuss any local tissue reactions from the poly debris but focuses on osteolysis. The article does not provide adequate information to determine accurate quantities. Depuy products utilized: aml monoblock stem, poly liner, cup (cemented and uncemented) adverse events: osteolysis due poly particulate debris from liner wear (treated by revision), loose cups requiring revision (both groups), migration of cup treated by revision (group b), recurrent dislocation treated by revision (group b), femoral post op fracture (treated by revision), loose stem (treated by revision).